Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. There was an initial failure of the purge set. Upon insertion of the impella cp, a purge system was opened. A purge system blocked alarm occurred during priming. Another purge system was opened and primed, and since priming was successful, the impella cp was inserted. The device is being conservatively reported for delay of therapy due to the temporary delay during the initial priming and set-up of the device. There were no noted clinical consequences associated with this delay.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added.

Manufacturer narrative:
H6 medical device problem code update. Add high purge pressure to the cassette. Rationale: "what alarm occurred?: increased purge pressure/purge system occlusion".